Event description:
The info received from the affiliate indicated the following: this pt was admitted to the hosp with a chief complaint of stable angina. The pt was currently taking aspirin and ticlid. The pt was taken electively to the cardiac lab, where angiography revealed a moderate length (18 mm), concentric, non-calcified, instent restenosis of the 3.0 x 18mm driver stent previously placed in the mid-lad. A bolus of 10,000 units of heparin was administered via IV. Act's were not monitored during the procedure. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with a 2.5 x 15mm balloon inflated to 6 atms for 60 seconds. A 3.0 x 23mm cypher stent was deployed to 16 atms for 30 seconds with satisfactory results. The stent was post dilated 3.0 x 23mm balloon inflated to 12 atms for 30 seconds. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on aspirin and ticlid.